Event description:
During l3-5 laminectomy w/baxano-io flex, the end of a baxano guide wire broke off during use. Guidewire tip within sterile field. Surgeon was aware but he nor the operating room staff could find it. Missing object had a small round tip and it measured a total of 7mm long, imaging confirmed no retained foreign/object within patient. Guidewire is made out of nitinol metal.